Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no damage was observed to the keypad. The keypad buttons were found to be responding appropriately to button presses. The keypad was removed and no damage was observed to the button contacts. Unrelated to the complaint, the battery compartment was found to be cracked, there was corrosion in the battery compartment, and moisture damage was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The mother of the patient reported that the buttons are not responding anymore. She reported there was moisture in the battery compartment. The patient wears the pump while swimming.